Event description:
It was reported that the catheter got stuck during removal, and when the catheter was finally removed, a cuff was noted on the balloon.

Manufacturer narrative:
The reported issue on this complaint is inconclusive as no sample was returned for evaluation. A mfg review was conducted and there was noting found to indicate there was a mfg related cause for this event. The finished product met all specifications prior to being released for general distribution. (B)(4).